Event description:
The customer reported falsely elevated architect stat troponin-I result for one patient presented with chest pains in the emergency room. The patient was admitted to the hospital overnight for observation. The following data was provided: on (B)(6) 2025 at 10:03 am, sid (B)(6): initial troponin-I result = 1.08 ng/ml (customer¿s diagnostic cutoff is 1.00 ng/ml) patient received 3726 bolus of heparin and then redrawn. The redraw sample generated a result of < 1.00 ng/ml (actual result was not provided) original sample tube was repeated and generated a result of 0.08 ng/ml qc was within range before and after initial result. The customer is unaware of any other negative effects to the patient. There was no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID provided due to character limit constraints.). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect stat troponin-I result for one patient presented with chest pains in the emergency room. The patient was admitted to the hospital overnight for observation. The following data was provided: on (B)(6) 2025 at 10:03 am, sid (B)(6): initial troponin-I result = 1.08 ng/ml (customer¿s diagnostic cutoff is 1.00 ng/ml) patient received 3726 bolus of heparin and then redrawn. The redraw sample generated a result of < 1.00 ng/ml (actual result was not provided) original sample tube was repeated and generated a result of 0.08 ng/ml qc was within range before and after initial result. The customer is unaware of any other negative effects to the patient. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat troponin-I assay did not identify an increase in complaint activity related to the complaint issue. An increase in complaint activity was not identified for the complaint lot 93900un24. The review of the device history record did not identify any nonconformances or deviations associated with the complaint issue. The overall performance of architect stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 93900un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 93900un24. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect stat troponin-I reagent lot 93900un24 was identified.